Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: unable to verify a time/date reset to the default setting in the black box. A manual time change was observed on (B)(6) 2014 from 19:37 to 18:38. The dates in tdd history go from (B)(6) 2014 to (B)(6) 2014 to (B)(6) 2014. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Removed cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display screen has a pinkish contrast and battery compartment is cracked near the cover.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 400 mg/dl with nausea/increased thirst and urination. The patient received no unusual treatment. Reporter alleges the time/date are not correctly maintained when battery is removed for less than 24 hours. During troubleshooting with customer support, the patient stated both time and date are incorrect. The year goes to 2011 and that am/pm were reversed, but thiis does not occur with every battery change. Cs instructed the patient to reboot the pump, but the time and date were not maintained. The pump will be replaced. The time date issue is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia following the user error of not veriying the time/date after a pump reboot.